Manufacturer narrative:
The complainant indicated that the device was implanted and will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event.

Event description:
It was reported to boston scientific corporation that following a procedure in 2009, when a hysterectomy, then an enterocele and posterior repair, and then a pelvic floor repair using the uphold pfr kit were performed, the patient was hospitalized with a peritoneal infection. The patient's blood cultures grew infection which is "...likely from a vaginal colonization and not a bowel source." The physician reported the following month, "patient is improved today, but still sick. Condition considered serious. Bowel obstruction has cleared today--patient was able to pass gas. She is thin, generally healthy woman. I learned that she cares for her husband with some chronic disease, and he has had an infection before...so, she was likely a colonized carrier of infection." The physician also stated, he is concerned about "the possible long-term problems with a piece of mesh in the pelvis in a patient with an infection." His infectious disease consultant advised him that this can be a "tricky problem," and asked how easy it would be to remove the foreign body. The physician reported the next day, "the patient is greatly improved with appropriate treatment initiated. Her bowel function has returned to normal. She will likely need IV antibiotics for six weeks. The mesh can probably stay in unless she has signs of persistent infection. I don't think this was device-related." Per follow-up received on 09/15/2009, the physician says that the patient did not have a bowel obstruction; she had an ileus. She will be considered to be ok after the antibiotics course is discontinued and she remains stable. Patient is home and on IV antibiotics for six weeks.